Event description:
Boston scientific received information that this patient was hospitalized due to a worsening heart condition. Upon investigation four days after admission, it was noted that the patient was pacing at a higher than normal rate due to the device being in mode switch with ventricular rate regulation and biv trigger pacing programmed on. These features were programmed off which returned the patient's heart rate to the normal lower rate limit. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.